Manufacturer narrative:
(B)(4). Evaluation: results (other): visual inspection of the returned product found pieces of the optic and plate haptics torn off and missing. There was evidence of clear surgical and reddish residue on the lens surface. (B)(4).

Event description:
The reporter stated the surgeon inserted an aa4203tf toric optic silicone single piece lens. The lens tore in pieces upon insertion into the eye. Lens was removed with no patient injury. Backup lens was implanted. The reporter stated the cause of lens tear was due to technical error by the surgeon.